Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging an error 2 message with her onetouch ultramini meter. The complaint was classified based on the customer care advocate (cca) re-documentation of the call following a review by a senior cca. The patient reported that the error 2 issue started at 8:30am on (B)(6) 2018. The patient manages her diabetes with insulin, which she self-adjusts. She reported that following the start of the alleged issue, she had been unable to perform a test and had administered 27 units of novolin insulin. She reported that within a minute, she developed symptoms of ¿loss of breath and dizziness¿. She indicated that she was taken to the emergency room (ER) where she was given medication of IV fluids ¿to raise her low blood glucose¿ at 8:45am on (B)(6) 2018. During troubleshooting, the cca noted that the subject meter was being used for the first time and, based on the information provided, there was no misuse of the product. The patient confirmed that she was using the correct test strips and she described the correct testing steps. When the patient pressed the power button, she confirmed that the error 2 message did not occur. The patient was unable to perform a retest as the meter would not power on. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute blood glucose excursion after obtaining an error 2 message on the subject meter.